Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws. The model# was not provided.

Event description:
A (B)(6) customer obtained a blood glucose reading of 160 mg/dl on the contour next one meter. Upon retesting on the physician's meter, the reading obtained was 80 mg/dl. The difference between the readings will fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation. Replacement test strips were sent to the customer.